Event description:
Customer reports results of 1 mg/dl on the aviva system which is outside of device's numeric reading range. Values < 10 mg/dl should display as "lo." No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.